Event description:
Iab catheter inserted during surgery. After approximately 10 hrs of pumping, the bard console alarmed that a leak had been detected. The balloon was examined and no evidence of a leak was present. The console was changed to another. The console alarmed that a leak was present. Orders were received to discontinue the balloon catheter.